Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a webster cs catheter with auto ID technology and foreign material was found on the tip of the catheter. The physician performed an atrioventricular reentrant tachycardia procedure post in the right atrium. At the end of the procedure, the physician took out the catheters and noted that something was attached to the tip proximal part of the distal electrode of the webster cs catheter with auto ID technology. The physician tried to pull the unknown material back; however, it stayed attached. The physician¿s opinion was that this unknown material attached at the proximal part of the distal electrode was a wire from the catheter itself. The catheter was then being handed over to the biosense webster field representative and this unknown material fell off of the catheter. There was no patient consequence reported. After reviewing the information,the picture provided of the catheter and the unknown material, this unknown material was assessed as foreign material and has been assessed as a reportable issue.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a webster cs catheter with auto ID technology. The physician performed an atrioventricular reentrant tachycardia procedure post in the right atrium. At the end of the procedure, the physician took out the catheters and noted that something was attached to the tip proximal part of the distal electrode of the webster cs catheter with auto ID technology. The physician tried to pull the unknown material back; however, it stayed attached. The physician¿s opinion was that this unknown material attached at the proximal part of the distal electrode was a wire from the catheter itself. The catheter was then being handed over to the biosense webster field representative and this unknown material fell off of the catheter. There was no patient consequence reported. The device was visually inspected and it was found in good condition, no foreign material was observed, no internal parts were observed exposed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's reference number:(B)(4).